Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/27/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last bolus and the last basal delivery were on (B)(4) 2014. The pump history shows the pump was manually suspended (B)(4) 2014 16:12 and manually resumed 18:24 (2hrs 12mins pump suspended). No errors, alarms or warnings related to the complaint observed in alarm history. The total daily dose adds up correctly and reflects the users programmed basal rate. The pump successfully passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Unable to duplicate reported complaint. There was no defect found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.